Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple temperature alarms occurred while the pump was charging. Pump was in "normal" room temperature. There was no adverse impact to customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.